Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead was cut during an ipg replacement (related manufacturer reference number 1627487-2021-14943) on (B)(6) 2021. As a result, the physician explanted the lead and implanted a new paddle lead. Post-operatively, stimulation therapy was restored.